Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a signal loss and adverse even occurred. The patient¿s father stated the patient was as a sleepover on saturday night and on sunday morning, the patient started vomiting at 9:00am. The patient¿s friend¿s parents contacted the patient¿s parents and they took the patient to children¿s hospital. Upon being admitted to the hospital, the patient¿s blood sugar was reading 438 mg/dl on the hospital¿s blood glucose meter. The patient was treated for diabetic ketoacidosis (dka) with insulin and fluids via intravenous (IV) therapy. The patient was released from the hospital the following day. At the time of contact, the patient was fully recovered. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was determined to be no communication ¿ gap in logs. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional event or patient information is available.